Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked/damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 09/20/2017 with the following findings: during investigation, the pump was found to have cracks in the battery compartment above the bumper at the threads and below bumper to the case seal. Unrelated to the original complaint, investigation revealed a dim pink fading display, and another crack between the case seal & display lens of the pump.